Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported hearing an alert coming from the implantable cardioverter defibrillator (ICD) every four hours. The patient came into the clinic and the ICD was interrogated. Noise indicated to be 60 hz burst was observed on stored electrograms as well as numerous non-sustained episodes. The patient was noted to have been in a welding shop with high power equipment when the noise was recorded. The ICD remains in use. No patient complications have been reported as a result of this event.